Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the initial pressure was above 160 mm/hg. Towards the end of the procedure, the pressure dropped to 150 mm/hg. The full eight minutes of therapy was achieved however some fluid was lost inside the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device had damage to the balloon and a hole was noted in the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.